Event description:
This a spontaneous report by a consumer from (B)(6) of peritonitis in a male patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex therapies. On an unreported date, the patient began dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex therapies (dose, lot numbers and frequencies were not reported), intraperitoneally (ip) for peritoneal dialysis (pd). It was not reported if dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex therapies were ongoing. On an unreported date, the patient contacted baxter technical services (bts) regarding a low drain alarm on the home choice device (hc). The bts assisted with a partial bypass to fill. At the time of the call the patient stated that he experienced peritonitis. Treatment was obtained, however, the treatment the client received was unknown. The client is not returning any samples for evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The client's treatment was noted to be ceftazidime intraperitoneally (ip) daily (duration and dosage unknown). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. A batch review could not be performed as the lot number is unknown. The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. If additional information or samples become available, a follow up report will be submitted.